Event description:
As reported by an edwards (B)(6) affiliate, post procedure of a transfemoral tavr procedure for a 26mm sapien valve, the patient was transferred to ICU, and the patient's condition suddenly changed and the blood pressure increased. After performing drainage, CT revealed a hole in the sinus of the valsalva (sov). A thoracotomy was urgently performed, and diffuse bleeding and hemostasis was performed with a hemostatic agent. It was also observed ascending dissociation from the sov. Conservative treatment was taken and the chest was closed. The surgery was completed successfully and the patient returned to the ICU. The patient's blood pressure was stable on postoperative day (pod) 2. Per medical opinion, there was risk of sov rapture due to severe annular calcification on the non-coronary cusp (ncc).

Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Per medical opinion, severe annular calcification may have caused or contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.